Event description:
It was reported the programmer rf (radio-frequency) head had no telemetry. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was no telemetry, the cable was twisted and out of electrical specification.